Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home with no information. Further review of the manufacturer's database indicated the patient died approximately nine months after ipg was implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis revealed normal battery depletion. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted there was blood/body fluid on the proximal conductor (not obstructed), the proximal conductor was fractured (overstress), the tip electrode insulation was pulled apart (overstress), all insulations were torn, the outer insulation was breached cut and had cosmetic depression, the lead was stretched and there was apparent explant damage. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted the proximal conductors was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut and had cosmetic depression, the lead was stretched and there was apparent explant damage.